Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that balloon leak and failure to inflate occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 mm x 100 mm, 135 cm ranger (dcb) was advanced for dilation. During the procedure, it was noted that contrast leakage was observed and the balloon did not expand and was defective. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the ranger (dcb) device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 20mm in length and was located in the mid region of the balloon, which confirms the event. The investigator was unable to inflate the balloon due to the longitudinal tear. As per IFU the rated burst pressure for this device is 14 atmospheres. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. Based on the results of product analysis, the event occurring during the procedure and there being no reported device interaction/ damage or issue until inflation was attempted at the lesion site. This would suggest that procedural factors such as patient anatomy/lesion characteristics most probably contributed to the balloon longitudinal tear. It would not be possible to inflate the balloon with a longitudinal tear in the balloon material, which was confirmed during analysis.